Manufacturer narrative:
(B)(4). The site was performing a cardiac study on their brightview spect camera. The technologist had positioned the patient on the table and started the acquisition. During the system motion, the technologist noticed that the EKG leads were going to get caught and she placed her arm in between detector (det) one (1) and two (2) to move the EKG leads. As the technologist placed her arm between the detectors, the detectors continued to move into position ((B)(4)) for the acquisition. The technologist tried to activate a collision on the collimator cover edge but it did not activate the collision sensor in place to prevent harm. The technologist's arm got pinched in between the two detectors. The site was able to stop the system motion but not in time to prevent the arm pinch. Another technologist tried to move the detectors away in order to free the technologist's arm from the detectors but they were not successful. The department called their bio-med engineer to see if they could move the detectors apart to free the technologist's arm. The bio-med engineer was able to put the system into override and move the detector heads; however, they were not able to reverse motion to move the detector in order to separate them. The site used a pry bar and (B)(6) jelly to separate the detectors to free the technologist's arm. The site was successful in getting the technologist's arm from between the detectors. The technologist was sent to the emergency room for evaluation, and she did not report any broken bones as a result of her arm being pinched between the detectors. Her arm and hand were swollen as a result of the reported issue. The site had placed a service call for their field service engineer (fse) to come into the site. The fse came into the site to find the system down. The fse inspected the system by testing the system motion (abc circuitry) and collision sensors (collimator collision sensors and emergency stop buttons); which are working properly on the brightview spect camera. The fse tested the edges of the collimator for collision sensors but there was no collision occurring in this area. The log files were sent to engineering for evaluation. Engineering reported that the collision sensor did go off on the collimator cover for detector two. The reason that the detectors did not move is due to being in a fixed position for that particular acquisition (cardiac 90 spect). It appears that they struggled getting the detector apart because, there was an active collision, and because, the last ppm did not complete to allow handcontroller motions. Since the system was in this position, the system could have been moved by executing another ppm (i.e. Collimator exchange) from the touchscreen to move the detectors away from the technologist's arm. The edges of the collimator do not contain collision sensors since these are located out of the field of view. Otherwise, the log files indicated that the system motion was working properly for setting up the acquisition on the brightview spect camera. The following statements appear in the brightview spect instruction for use, p/n (B)(4) rev b, manual. These same messages are available on the acquisition station by selecting f1 for the on-line help manual. The system is behaving as designed but an enhancement request, (B)(4), had been logged to provide collision sensors along the leading, trailing, and beveled edges of the collimator on the brightview spect camera. Complete MDR mailed on (B)(4) 2011.

Event description:
Technician reached in between the two detectors of the brightview gamma camera system during the transition to cardiac 90. Her arm was pinched between the two, and it took 15 - 20 minutes to remove her arm. They had to use a pry bar and (B)(6) jelly to remove it. The software does not allow for a direct outward motion from that position.